Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced high blood glucose level of 400 mg/dl. Customer stated they had high readings with their glucose meter and stated there was something wrong with the glucose meter. Customer declined troubleshooting for high blood glucose level. Auto mode feature was active at time of high blood glucose event. The insulin pump will not be returned for analysis.